Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. Limited patient records were available and the device was not returned for evaluation. Potential contributing factors to the reported event include; off label use, insufficient overlap of the main body and proximal cuff, and patient anatomy.